Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to oversensing while the patient was resting in a chair. Technical services (ts) was contacted, and ts discussed programming options. When reviewing the potential vectors, it was noted the secondary exhibited oversensing, undersensing, and some noise with isometrics, but the primary and alternate had no issues. It was also noted that the secondary vector had changed a lot since implant, with smaller, poorer signals. Ts recommended reprogramming to the primary vector. The s-ICD system remains in service. No adverse patient effects were reported.